Event description:
Had silicone breast implants put in after removal of breast tissue in 1980. Started having warm sensation in breast in 1999. Implants removed in 1999. Casing on implant had dissolved and left only silicone. No info available. The hospital does not keep records after 10 years. The doctor destroys his records after 8 years. The implant itself had dissolved. Therefore, rptr has no idea, except for dr's experience, as to the brand of implant used and no identifying numbers such as model number. Same dr did the original and explant surgeries.